Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the insulin pump was removed at the time of hospitalization. Caller stated that hospitalization was due to constant vomiting, infection in her foot and she also had heart attack. Caller stated that two days later she had another heart attack and her left foot was amputated. Caller stated that the customer cause of death was staphylococcal, sepsis and spinal epidural abscess. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.